Event description:
Robotic assisted laparoscopic hysterectomy -"dr. (B)(6) was about halfway through the procedure when the rep was called into the room to be shown that the cannula had cracked at the point of robotic clamp attachment. The trocar was replaced with a new 12 x 150 smooth and the robot re-clamped to the new trocar. The rest of the procedure was without incident. The clamp was originally placed directly underneath the taper of the seal. The hosp will release the product once they have done an analysis and report on the incident. Not clear whether any cannula fell into pt abdomen." "CT scan and x-ray were taken to determine if any pieces of cannula fell into pt abdomen when cannula cracked."

Manufacturer narrative:
Product anticipated to return. F/u report will be sent within 30 days or upon completion of investigation.